Manufacturer narrative:
G4: 09oct2019; b4: 09oct2019. Philips field service engineer (fse) confirmed front bezel nav ring was not responding to touch. The fse replaced the front bezel to resolve the issue and the unit was deemed fully functional and returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported nav-ring failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18 june 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported nav-ring failure. There was no patient involvement.